Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received intermittent cartridge alarm 19s while loading the cartridge. Blood glucose level was 150-200 mg/dl and a bolus was delivered to address the bg level. After the alarm, another cartridge was loaded and the alarm did not recur. The customer was to use insulin injections for insulin therapy.